Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. (B)(6). Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that during use a unspecified bd syringe was found with multiple defects. "After the injection, the needles are sometimes crooked,sometimes insulin in the window, so not all insulin is absorbed in the body. After the injection, the orange part of the back of the needle is not raised, so the needle is still protruding outwards from the back. There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported that during use a unspecified bd syringe was found with multiple defects. "After the injection, the needles are sometimes crooked, sometimes insulin in the window, so not all insulin is absorbed in the body. After the injection, the orange part of the back of the needle is not raised, so the needle is still protruding outwards from the back. There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. A DHR cannot be requested due to an unknown lot #. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that during use a unspecified bd syringe was found with multiple defects. "After the injection, the needles are sometimes crooked,sometimes insulin in the window, so not all insulin is absorbed in the body. After the injection, the orange part of the back of the needle is not raised, so the needle is still protruding outwards from the back. There was no report of exposure, injury or medical intervention needed.